Event description:
It was reported that a basal/bolus infusor leaked. This occurred after filling with 10ml of 20mg/ml morphine and 250ml of 50mg/ml glucose. The device was being used with the patient control module (pcm) and an extension set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured between april 19, 2013 - april 22, 2013. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.